Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during annual check, it was observed that the vapr vue generator device failed the electrical check. It was tried a couple of times but did not pass. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a followup medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the complaint device was received at the service center and evaluated. It was reported that ¿failed electrical check. They tried it a couple of times and it did not pass.¿ per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Replaced the missing dust cover and damaged top plate. Due to the replacement of the top plate; the device had to undergo re-skin has per the service manual; the fascia badge, fascia , graphic panel lhs, graphic panel rhs, base plate, and keypad membrane were replaced. As per the service manual the unit was upgraded to arc detect compatibility, and the software was upgraded to revision v01.12ad. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.